Event description:
(B)(4). I have severe itching. Severe dryness all over my body. I can't sit still. It has affected my daily life. My doctor tested me for a nickel allergy and it came back as positive. I am now scheduled for surgery to remove my fallopian tubes. My doctor told me that in the beginning years of implantation, the FDA required a nickel allergy test, but did away with it being a requirement several years ago.